Event description:
Reporter indicated that patient's vns therapy lead was broken, and an entire new system was being implanted.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.